Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a cracked casing issue. A crack on the battery casing was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The one touch ping pump has been returned and evaluated by product analysis on (B)(4) 2013. The evaluation resulted in the following findings: investigation revealed a primary finding of a battery compartment crack. A secondary issue of an unidentified display failure was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.